Event description:
A customer reported the equipment displayed a loss of data entered by the user. The issue was resolved after reentering the information. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the main pcb (printed circuit board). The system was then tested and met product specifications. A root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).